Event description:
The hcp reported that the pump was explanted and replaced after 26 months implant duration. The hcp reported that the pump was replaced due to "battery depletion and malplacement". A follow-up report will be sent when additional information becomes available to co.